Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing atrial flutter, atrial fibrillation (af) and their heart contractions are causing esophageal issues. The implantable pulse generator (ipg) remains in use and the capture management was turned off. No further patient complications have been reported as a result of this event.